Event description:
It was reported that the pacer dependent patient presented with their pacemaker in backup vvi mode. The device going in backup vvi mode resulted in the patient going into asystole. The device was explanted and replaced. Patient was stable post procedure.

Manufacturer narrative:
The reported field event of backup operation was confirmed in the laboratory. The cause of the backup operation was due to the device reaching end of life battery levels. The device was tested on the bench with another battery and no anomalies were found.